Event description:
No additional information received. We received another complaint from the same customer regarding a leaking syringe behind the stopper. (Previous complaint ID pr# (B)(4)). It was noticed during filling, so no patients are involved. Event date: 25-06-2024. Item number: 301035. Batch number: multiple bd batches have been used in this batch. Which batch this defect came from cannot be determined. (B)(4), 3065193. (B)(4), 2179787. (B)(4), 3110657.

Manufacturer narrative:
(B)(4) follow up: it was reported the syringe was leaking past the stopper. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the plunger rod has two damaged ribs. No other defects or imperfections were observed. The sample was then tested for leakage and passed. A device history record review was completed for provided material number 301035, possible lots 3065193, 2179787 and 3110657. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We received another complaint from the same customer regarding a leaking syringe behind the stopper. (Previous complaint ID (B)(4)). It was noticed during filling, so no patients are involved. Event date: 25-06-2024 item number: 301035 batch number: multiple bd batches have been used in this batch. Which batch this defect came from cannot be determined. - 31,3% 3065193, - 0,3% 2179787, - 65,62% 3110657.

Manufacturer narrative:
(B)(4) follow up. It was reported the syringe was leaking past the stopper. To aid in the investigation, one sample with no packaging blister and one photo was received for evaluation by our quality team. A visual inspection was performed, and the plunger rod has two damaged ribs. No other defects or imperfections were observed. The sample was then tested for leakage and passed. The photo provided shows a syringe upside down with solution in it. There are droplets of what appears to be the solution between the rubber stopper and the top part of the syringe barrel. No other information could be obtained from the photo. A device history record review was completed for provided material number 301035, possible lots 3065193, 2179787 and 3110657. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed but could not be confirmed in the returned sample.

Event description:
No additional information received.